Event description:
It was reported to philips that the device emitted sparks with shock testing and residual gel that had not been cleaned from previous use was on the paddles plate. The device was reported as being available for clinical use at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact.